Event description:
Per the audiologist, the pt had no measurable speech discrimination prior to cochlear implant surgery. After her cochlear implant sys was activated, the pt reported that she heard "nothing". After further sound processor programming the pt was able to hear some sounds but did not derive benefit from the cochlear implant sys. A CT scan was done (date not reported). A review of the scan showed that the electrode array was "buckled" on itself in the basal portion of the cochlea. The device was explanted in 2008 and the pt was reimplanted with a new device during the same surgery. Three months later, the pt reports receiving no benefit from the new device.

Manufacturer narrative:
This is a final report, filed on august 12, 2008.